Event description:
Hypoglycaemia [hypoglycaemia]. Dropping the novopen, novopen has not been functioning correctly [device breakage]. Case description: medical device information: class iib. This spontaneous report was received from the united kingdon and reported by a medical doctor as "hypoglycaemia" and "dropping the novopen, novopen has not been functioning correctly". It concerns a male patient treated with novopen 3 (insulin delivery device) from 2007 (stop date unk) for "device therapy" and novorapid (fast-acting insulin aspart) from 2006 and ongoing due to type 1 diabetes mellitus. Medical history included polymyalgia rheumatica, irritable bowel syndrome and hypertension. Patient height: 185 cm. The patient had dropped his novopen and the novopen had not been functioning correctly since. Even after performing an air shot where insulin appears on the needle, the pen does not deliver any insulin when dialing up a dose. When the pt pushes the dose button in, there is no pressure and insulin is not injected. In early 2009, the patient experienced hypoglycaemia with no apparent reason and suspects the pen can to be delivering a greater dose of insulin than showing on the indicator. The patient has been trained in use of the device. It is unknown whether a function test was performed before use, if the patient re-uses the needles and if the device was stored according to recommendations. The patient has previously experienced the problem in question with the same device. The overall outcome of the event "hypoglycaemia" is reported as "recovered". The overall outcome for the event "device breakage" is reported as "unknown". Product: novopen 3 classic. Lot no: ssc7336.

Manufacturer narrative:
Device conclusion: visual and functional examinations were performed. The movement accuracy of the piston rod was measured. The result was within acceptable limits. During test of the device it has not been possible to detect any irregularities. This case was re-classified from non-serious to serious in 2009, due to being medically significant.